Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was suspected of being at end of service (eos). The left subclavian venogram was occluded so the physician decided to implant a new device on the right side of the patient. The device remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.